Event description:
The customer reported the ventiliator went vent inop, and alarmed during use. The customer reported there was no patient harm. Vent inop, when in use, will stop providing ventiliatory support to the patient. The respironics service technician verified the reported problem. The service technician replaced the exhalation flow sensor. Extended self testing (est) and performance verification testing was performed on the ventilator, and all tests passed per operating specifications.

Manufacturer narrative:
H6: exhalation flow sensor.